Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right ventricular (rv) lead. The rv lead shock impedance measurements were also out of range, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed that the rv lead is a single coil, therefore, it is common to have slightly elevated shock impedances. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated there was a stored episode with oversensed noise. Ts discussed that it looked like electromagnetic interference (emi). There was no pacing inhibition. In addition, the rv lead exhibited low amplitude. Ts recommended continuing to monitor the patient. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right ventricular (rv) lead. The rv lead shock impedance measurements were also out of range, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed that the rv lead is a single coil, therefore, it is common to have slightly elevated shock impedances. This ICD system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.